Event description:
Allegedly, patient revised due to possible infection and pain. (Cultures taken).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00818, -00819, -00820, -00822.